Event description:
It was reported that there was a suspicion of hydrogel within the rectal wall. The computed tomography (CT) images were reviewed, and it was observed that the hydrogel was located at the base; however, when getting to the midgland, the gel becomes bilobed, and there are visible lateral horns to the gel. This suggested the possibility of a rectal wall infiltration (rwi) or partial dissection of some layers of the rectum. When viewing the apex, the gel is not likely in the rectal wall, although there is a small possibility that it is under the rectal wall. The patient is currently asymptomatic.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.